Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: 2.5x23mm and 3.0x23mm xience pro stents; 6f guide catheter. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to position. Additionally, the reported treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience proa is currently not commercially available in the u.s; however, it is similar to a device sold in the us. The additional two xience proa devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that on (B)(6) 2019, a 2.5x23mm, 3.0x23mm, and 4.0x18mm xience pro stents were implanted in the right coronary artery lesion. Stent under-expansion was noted for all three stents, requiring additional post-dilatation with a balloon catheter. Post-procedure, there was 0% diameter stenosis. On (B)(6) 2019, in-stent restenosis was observed in the 2.5x23mm xience pro stent. Another stent was implanted as treatment. The event resolved without sequela. No additional information was provided regarding this issue.